Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm titanium (ti) cortex screw broke during an open reduction internal fixation (orif) of a metacarpal on (B)(6) 2017. While the surgeon was inserting a screw through the plate, upon final tightening, the screw head broke off. The surgeon was able to retrieve the head but left the shaft of the screw in the patient¿s bone. There was a reported surgical delay of five minutes when the surgeon attempted to remove the broken screw shaft but decided to leave it in the bone and move on with the procedure. No additional x-rays or other medical intervention were required. The final construct was a plate and screws. The procedure was completed successfully with the patient in stable condition. There is 1 device in this complaint. Concomitant devices reported: t4 stardrive screwdriver (part # unknown, lot # unknown, quantity 1) 1.5mm ti val straight plate (part# 04.130.251, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).